Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided does not indicate that the patient's physician has made a connection between the mesh implant and the patient's reported clinical course, including the multiple bladder infections and neurogenic bladder. However, regarding infection, the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." At this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient condition. Should additional information be obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report (mw5067839): " I had an inguinal hernia surgery in 2003 that was repaired by putting in an marlex mesh implant. And the first year I had several infections where my left testicle was swollen as big as a baseball, and then in 2011 I lost all function in my bladder and have been using a cath to urinate ever since." The following was reported in follow up with contact, via email communication: as reported on (B)(6) 2003 the patient was implanted with a bard flat mesh for the repair of an inguinal hernia. Post implant the patient had a long recovery period lasting about 6 weeks. When he returned to work it was on light duty and it is reported that every time he would bend in any direction he would get a stabbing feeling in the groin area. In the years following it is reported that the patient had several bladder infections causing the left testicle to swell; the infections were treated with antibiotic injections. It is reported that in 2011 the patient woke up one morning soak and wet from urine, and every morning after that was the same. He saw a urologists and was told that nerve damage to the bladder had stopped it from working and was diagnosed with neurogenic bladder. The patient has to use a catheter from now on due to the damage. It is reported that the patient is still experiencing trouble bending without getting a stabbing pain in the groin, he is having trouble with nerves in his feet and he has recently had another infection in the left testicle. It is reported that at this time, the patient has no medical insurance and takes antibiotics that he gets from a friend.